Event description:
The customer reported the table has been delaying boot for some time. The biomed was able to get system booted for procedure.

Manufacturer narrative:
The ge svc rep replaced the main software diskette with back up and booted several times with no problems. The system is currently performing as intended.